Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was unresponsive for 30 minutes after a medication increase. The flow rate was decreased. The pt had been fine since. Troubleshooting including an x-ray to check for catheter changes was being considered. The pump contained baclofen at the time of the event.